Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803 unit out of warranty; the hand piece is not holding the files. No injury. Referred to repair. Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
In this event it was reported that an aseptico mini head contra angle would not hold files; no injury resulted.